Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and high blood pressure. The caller felt that the insulin pump was functioning as designed, and declined troubleshooting. Nothing further was reported.